Event description:
Customer reported to beckman coulter, inc (bec) that 10 ml of diluent was leaking from the blood sampling valve of the coulter hmx analyzer with autoloader. Customer reported that the leak was not contained within the instrument. Customer reported that the leak was found to be leaking from underneath onto the countertop. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from the low vacuum and waste chamber vc1, where pinch valve pv43 tubing had disconnected at the bottom port. The fse replaced the tubing.

Manufacturer narrative:
(B)(4).